Manufacturer narrative:
As per the smart study, a patient underwent an index procedure for symptomatic peripheral arterial disease involving the left superficial femoral artery. One smart control nitinol stent (6 mm × 100 mm) was implanted following pre-dilatation with a 5 mm × 40 mm balloon. Residual stenosis post-procedure was 5%, with no procedural complications or in-hospital adverse events. The patient was discharged without incident. At approximately 15 months post-procedure, follow-up imaging identified in-stent restenosis (80%) without associated device deficiency. By 22 months, restenosis persisted. At 30 months, symptomatic restenosis =50% was confirmed, and target lesion revascularization was performed with a bare metal stent; the event was classified as moderate claudication and probably related to the device. At 42 months, imaging again demonstrated restenosis (80%), and target lesion revascularization was repeated, this time with thrombectomy and additional bare metal stent placement. At 48 months, restenosis (80%) recurred, and revascularization was again performed with bare metal stent placement. At 54 months, restenosis (80%) was again documented, and repeat revascularization was performed with bare metal stent placement. Subsequent follow-ups at 60 and 65 months continued to demonstrate recurrent restenosis (=50¿80%) with additional target lesion revascularization procedures as indicated. No stent fractures or device deficiencies were reported during follow-up. Study follow-up was completed at approximately 125 months post-index procedure. The product was not returned for analysis as it was discarded. No lot number was provided; therefore, a product history record (phr) review could not be generated. The ¿vascular stent restenosis¿ first identified at approximately 15 months post-implantation represents a known, multifactorial clinical outcome associated with superficial femoral artery endovascular treatment. The index procedure was technically successful, with appropriate stent deployment, minimal residual stenosis (5%), and no peri-procedural complications or device deficiencies reported. Recurrent restenosis (=50¿80%) was subsequently observed at multiple time points throughout long-term follow-up (15 to 65 months), necessitating repeated target lesion revascularization procedures. Throughout the follow-up period, there were no reports of stent fracture, migration, malapposition, or other device-related mechanical or performance deficiencies. The pattern of recurrent restenosis and need for repeat interventions is consistent with the chronic and progressive nature of peripheral arterial disease, as well as biological mechanisms such as neointimal hyperplasia and vessel remodeling, particularly in complex lesions. Although the events requiring revascularization were assessed as probably related to the device in the clinical study context, the totality of evidence, including appropriate initial device performance, absence of device deficiency, and the well-established risk of restenosis in this vascular territory, supports that these events are most consistent with disease progression. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As per the smart study a patient underwent an index procedure for symptomatic peripheral arterial disease involving the left superficial femoral artery. One smart control nitinol stent (6 mm × 100 mm) was implanted following pre-dilatation with a 5 mm × 40 mm balloon. Residual stenosis post-procedure was 5%, with no procedural complications or in-hospital adverse events. The patient was discharged without incident. At approximately 15 months post-procedure, follow-up imaging identified in-stent restenosis (80%) without associated device deficiency. By 22 months, restenosis persisted. At 30 months, symptomatic restenosis =50% was confirmed, and target lesion revascularization was performed with a bare metal stent; the event was classified as moderate claudication and probably related to the device. At 42 months, imaging again demonstrated restenosis (80%), and target lesion revascularization was repeated, this time with thrombectomy and additional bare metal stent placement. At 48 months, restenosis (80%) recurred, and revascularization was again performed with bare metal stent placement. At 54 months, restenosis (80%) was again documented, and repeat revascularization was performed with bare metal stent placement. Subsequent follow-ups at 60 and 65 months continued to demonstrate recurrent restenosis (=50¿80%) with additional target lesion revascularization procedures as indicated. No stent fractures or device deficiencies were reported during follow-up. Study follow-up was completed at approximately 125 months post-index procedure. The device will not be returned for evaluation.